Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 450mg/dl. It was stated that the customer bolused a meal and did not realized that the insulin pump was off, but the device did not alarm. The battery was changed and the insulin pump still was off. The customer was treated and the blood glucose kept elevating. It was stated that the customer changes the infusion set every three days. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with blank display due to an electrical component and interface board broken solder joint. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Unable to verify off/no power alarm due to blank display.